Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 15mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 12 atm for 20 seconds. Furthermore, a pinhole was noted. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No patient injury was reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual and tactile examination revealed that there are no issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic examination revealed that a detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Functional examination revealed that the device was attached to an encore inflation device. An attempt was then made to inflate the balloon to 12atm as per, wolverine, instructions for use however, pressure was unable to be maintained as a pinhole was identified 2mm distal to the proximal markerband.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 15mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 12 atm for 20 seconds. Furthermore, a pinhole was noted. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No patient injury was reported and the patient was in good condition after the procedure.